Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an implant procedure, the patient presented for a post-op check. The right ventricular (rv) lead was suspected to have dislodged. Programming changes were made to disable tachycardia therapy. Further evaluation could not confirm the dislodgement on chest x-ray but the physician suspected a micro dislodgement as capture thresholds were high and sensing was poor. During a procedure to reposition the rv lead, the lead helix would not retract or extend. The rv lead was therefore capped (B)(6) 2021 and replaced. The patient was stable before, during and after the procedure.